Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized and treated with unspecified medication for the event. The cause and patient outcome were not reported. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.